Event description:
A pt reported experiencing swelling and "hardness" at the injection sites three weeks after treatment in the lips and "around the mouth" (area around the mouth not specified) with "about four syringes of juvederm (concentration/lot # unk). The pt reports antibiotics, antihistamines and prednisone were prescribed and the symptoms have not resolved. The pt has food allergies (nuts, mango, strawberries, cinnamon, pork), and currently takes thyroid and asthma medications. The pt does not give permission to contact the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4).